Event description:
It was reported the distal loop of this polypectomy snare detached in the patient during a colonoscopy with polypectomy procedure. The detached loop was retrieved without incident. Another snare was used to successfully complete the procedure. There were no patient complications involved. The device was received, evalauted and retained by this manufactuer. The engineering evaluation indicated the following: visual exam revealed the loop and coupling assembly had detached from the cable. The coupling was crimped at both ends to restrain the loop and the cable. Crimp marks were present at the end of the cable. The ball weld was not visible at the end of the cable. This is a possible indication that the loop was not sufficiently crimped during the manfacturing process. Since this device was manufactured a refinement of the manufacturing process has been implemented. Co believes this action will minimize the occurence of this type of malfunction. Co will continue to monitor for trends.